Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of several inappropriate shocks. The sensing vector was reprogrammed to primary and device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of several inappropriate shocks. The sensing vector was reprogrammed to primary and device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to discharge the patient from the hospital with the device programmed off pending scheduling of a revision procedure on unknown future date. No known interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an electrode fracture was suspected. Surgical intervention was undertaken. The electrode was explanted and replaced. This s-ICD remains implanted and in service with the replacement electrode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of several inappropriate shocks. The sensing vector was reprogrammed to primary and device therapy was programmed off and the patient was admitted to the hospital pending further review. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) reviewed a copy of stored device data and noted that the noise artifacts in stored events was indicative of a potential compromised electrode. An x-ray was performed, however, was insufficient to confirm the root cause or to determine if an electrode fracture or damage was present. Ts discussed the potential of revising the electrode. The company representative planned to have a discussion with the physician. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to discharge the patient from the hospital with the device programmed off pending scheduling of a revision procedure on unknown future date. No known interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.